Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. There are many potential clinical factors that could have contributed to the reported event; however, with no additional information, the reported event cannot be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received states the patient was discharged the day of surgery without incident. The intraocular lens was implanted in the sulcus instead.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
During a laser assisted cataract surgery a doctor reported an incomplete capsulotomy. The reporter indicated the capsule collapsed and an anterior vitrectomy was performed. An enlarged incision was required to accommodate the insertion of a multi-piece intraocular lens implant. Additional information has been requested.